Event description:
During a cataract extraction procedure, the patient reportedly experienced a corneal burn in the operative eye. The doctor reported that the handpiece had clogged. The doctor is currently treating the patient, however, the seriousness of the burn is currently not available.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an advance medical optics service technician. No issues were detected that relate to the incident, however, it was noted that the vacuum transducer was sticking and required replacing.